Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was received for investigation. Physical examination of the returned instrument confirmed the dullness condition. Cutting surface, thus a normal wear by usage, is not as sharp as first use condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reamers have become dull.